Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an old right ventricular (rv) lead warning for an out of range impedance from about a year ago. It was noted that the rv lead impedances are within a normal range now. It was also reported that the right atrial (ra) lead exhibited chronically high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited chronically high impedances.